Event description:
It was reported that while the monitor was connected to a patient, smoke started coming out the vents and was accompanied by a burning smell. There was no patient injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.